Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Device evaluation summary: a sealed box with unopened samples of product code (B)(4) lot lm8gbtr0 were returned for analysis. The representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and during the visual inspection, the sutures were correctly placed on the winding former and the sutures were dispensed without problems and examined along of the strands and no defects or damaged were observed, the sutures not presented defects. Per the condition of the representative samples, no defects were observed on the packets or the sutures. Additional information was requested and the following was obtained: what was the name of the procedure? C-sar what was the date of the procedure? On june, customer not specific date what tissue was the (B)(4) suture used on? Sheat what tissue was the (B)(4) suture used on? Sheat and no further additional information.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue was the vcp9468 suture used on? What tissue was the w9364 suture used on? Can you identify the lot number of w9364 suture? What was the condition of the tissue during initial procedure? How was suture placed (continuous or interrupted)? What post procedure date did the patient present with abscess? Can you explain ¿poor wound healing¿? What were the patient symptoms of ¿poor wound healing¿? Was there any other medical treatment performed beyond suture removal? Were any cultures performed of the wound? Results? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What is the patient current condition?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2018 and suture was used. The patient experienced delayed wound healing and strip abscess post operatively. A second procedure was performed on an unknown date to remove the suture. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.